Event description:
It was reported that the implantable pulse generator (ipg) has not been collecting any egm's for the atrial high rate (ahr) episodes. There have been many mode switches and ahr episodes collected, but no egm's associated with them. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).